Manufacturer narrative:
Device is a combination product. (B)(4). Promus element mr ous 2.50 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the stent identified damage to the proximal end of the stent. Stent strut row 3 from the proximal end of the stent was lifted and pulled distally. The remainder of the stent was undamaged. The undamaged crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The fibrotic target lesion was located in the right coronary artery (rca). After predilation, a 2.50x38mm promus element stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage.